Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, patient is complaining that the absorbable suture that was used one a half year ago for fascial closure is still present and did not absorb.